Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was broken. This issue occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye noted a crack on the rim of the minicap. All box dimensions of the sample received were measured and met specifications. Functional leak testing was performed and failed. The reported problem was confirmed based on the visual and functional inspections. An assignable cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.